Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted (B)(6) 2009. According to the complainant, the patient experienced an unknown injury. According to the physician, there were no complications with the procedure. The patient was seen once post-operatively (B)(6) 2009 and complained of a little numbness of the trocar site. The physician opined this was normal and expected. The patient has not been seen or heard from since. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.